Event description:
It was reported that cardiac rehab strips showed hr down in the 40's. Post vp blanking increased to 230ms. T wave oversensing was noted with lower pacing rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed no anomalies. Tech service call referenced t-wave oversensing.